Event description:
It was reported that the device was failing the user test and logging an error code in memory that indicates a possible failure of the device to defibrillate or to deliver an improper amount of energy. There were no reports of pt use associated with this event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the biphasic therapy pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assembly but could not duplicate the observed condition. The assembly passed multiple user tests, as well as defibrillation and pacing functional testing on a mock up device. The root cause of the reported failure could not be determined.